Manufacturer narrative:
Evaluation results: inherent risk of procedure (restenosis). Evaluation conclusion: known inherent risk of procedure (restenosis). (B)(4).

Manufacturer narrative:
The cec has assessed the event as related to the study device.

Event description:
During index procedure, the physician used four in.pact admiral paclitaxel-eluting pta balloon catheters to treat a lesion located in the sfa of the right leg (r-1). Device was successful. Approximately 9 months later, the patient suffered restenosis of the right sfa (r-1). The patient was treated 14 months later with a non mdt deb. The percentage of restenosis at time of revascularization was 80%. Investigator has indicated that the reported event was not related to the study device, procedure or paclitaxel. Patient has recovered.